Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive for two weeks. The patient noted a tear across all the keypad buttons. The patient reportedly wore the pump in a case, attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1. Submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn at the ok keypad button. On testing, the ok, up arrow and down arrow buttons had intermittent response. None of the keypad buttons had normal spring back or click. The contrast button was responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.